Event description:
The reporter stated that they were unable to zero the transducer or get a waveform however during review of the returned samples it was discovered that the transducer housing was cracked allowing fluid to enter the unit. No pt injury or treatment associated with this event.